Event description:
Attended delivery of 24 week small for gestational age (sga) infant, weighing 470 grams. Intubation with flexicare britepro omni was very difficult. 3 attempts before success. Infant was unstable and multiple intubation attempts could have been detrimental to infant's survival. Manufacturer response for laryngoscope, rigid, britepro omni single-use laryngoscope mini handle with miller 00 (per site reporter). They suggest we provide additional training.